Event description:
Study event. Device malfunction: none. Symptoms/ae: reversible neurological deficit likely due to hyperperfusion time of ae: post-procedure. It was reported that the evening post left internal carotid artery stent placement the pt experienced a reversible ischemic neurological deficit with confusion and expressive aphasia that resolved within 48 hours after treatment with glucocorticoids and was felt likely due to hyperfusion post stent placement. CT scan of the brain showed a possible recent infarct involving the thalamus and adjacent superior basilar ganglia on the right. Mra of the head was unremarkable with a questionable aneurysm involving the superior border of the proximal right middle cerebral artery. MRI of the brain, done in 2008, showed questionable punctate recent ischemic event. There was no adverse pt sequela. The pt was discharged to home 2 days later. Though requested, no add'l info was provided.

Manufacturer narrative:
The stent remains in the pt. The lot number was provided. A review of the device history record did not reveal any non-conformities which could have contributed to this complaint.